Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had ventricular tachycardia (vt) that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered two shocks. However, neither shock converted the patient to sinus rhythm. The arrhythmia self-terminated approximately ten seconds after the second shock. X-rays were taken and there was concern over electrode placement. Data was sent into technical services (ts) for review. Upon review of the episodes and x-rays, ts noted that the vt was appropriately detected and treated by the s-ICD, however both the first and the second delivered shock were unable to terminate the arrhythmia. The arrhythmia terminated spontaneously apparently several seconds after the second shock. Review of the x-ray did show appropriate device placement. Ts noted that optimizing position of the electrode may create a better shocking vector that would decrease the risk of unsuccessful conversion. Ts discussed to consider electrode repositioning. The field representative will discuss the options with the clinic and attempt to obtain information regarding follow-up. The s-ICD and electrode remain in service. Additional information was received that the patient was referred for an electrophysiology study as the physician believes the inability to convert the arrhythmia may be due to the type of arrhythmia and patient's cardiac condition rather than sub-optimal position of the electrode. At this time the physician does not plan to have the patient undergo surgical intervention for the s-ICD system and the patient will continue to be monitored. The s-ICD and electrode remain in service and no adverse effects were reported. Technical services (ts) had reviewed the information available and noted noise counters had increased at the same time of the treated episode. Technical services (ts) stated that in the absence of other electrogram (egm) recording and episodes, ts was able to confirm that transition to the fast rate was occurring in another 30 days period. Ts noted that it would be too speculative to define nature of the transition if only based on real arrhythmia or myopotential oversensing. However, the physician continued to believe that the inability to convert the arrhythmia may be due to the type of arrhythmia and patient's cardiac condition rather than sub-optimal position of the electrode. At this time the physician does not plan to have the patient undergo surgical intervention for the s-ICD system and the patient will continue to be monitored. The s-ICD and electrode remain in service and no adverse effects were reported.

Event description:
It was reported that the patient had ventricular tachycardia (vt) that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered two shocks. However, neither shock converted the patient to sinus rhythm. The arrhythmia self-terminated approximately ten seconds after the second shock. X-rays were taken and there was concern over electrode placement. Data was sent into technical services (ts) for review. Upon review of the episodes and x-rays, ts noted that the vt was appropriately detected and treated by the s-ICD, however both the first and the second delivered shock were unable to terminate the arrhythmia. The arrhythmia terminated spontaneously apparently several seconds after the second shock. Review of the x-ray did show appropriate device placement. Ts noted that optimizing position of the electrode may create a better shocking vector that would decrease the risk of unsuccessful conversion. Ts discussed to consider electrode repositioning. The field representative will discuss the options with the clinic and attempt to obtain information regarding follow-up. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had ventricular tachycardia (vt) that the subcutaneous implantable cardioverter defibrillator (s-ICD) administered two shocks. However, neither shock converted the patient to sinus rhythm. The arrhythmia self-terminated approximately ten seconds after the second shock. X-rays were taken and there was concern over electrode placement. Data was sent into technical services (ts) for review. Upon review of the episodes and x-rays, ts noted that the vt was appropriately detected and treated by the s-ICD, however both the first and the second delivered shock were unable to terminate the arrhythmia. The arrhythmia terminated spontaneously apparently several seconds after the second shock. Review of the x-ray did show appropriate device placement. Ts noted that optimizing position of the electrode may create a better shocking vector that would decrease the risk of unsuccessful conversion. Ts discussed to consider electrode repositioning. The field representative will discuss the options with the clinic and attempt to obtain information regarding follow-up. The s-ICD and electrode remain in service. Additional information was received that the patient was referred for an electrophysiology study as the physician believes the inability to convert the arrhythmia may be due to the type of arrhythmia and patient's cardiac condition rather than sub-optimal position of the electrode or system. At this time the physician does not plan to have the patient undergo surgical intervention for the s-ICD system and the patient will continue to be monitored. The s-ICD and electrode remain in service and no adverse effects were reported.